Event description:
It was reported that the lead exhibited increased impedance and thresholds. Perforation was suspected. After the lead was explanted and replaced, the patient was reportedly fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.